Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4. Information contained in this report was previously submitted through asr/psr on 23-jan-2013.

Event description:
Patient reported right side "moderate breast pain." Patient also reported a "rupture.". Additionally, patient reported ¿skin cancer,¿ specifying ¿basal cell carcinoma¿ which is considered not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "moderate breast pain." Patient also reported a "rupture." Additionally, patient reported ¿skin cancer,¿ specifying ¿basal cell carcinoma¿ which is considered not device related. Device has been explanted.